Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with minor scratches on lcd window. No crack noted on case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there is crack in case and pump was not bumped or dropped and crack is seen on display. Customer does not know how it happened. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.